Event description:
The customer reported the device displays a therapy cable failure. There was no reported adverse patient impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board.